Manufacturer narrative:
Internal file number - (B)(4). It should be noted that per peripheral stent system omnilink elite international instructions for use (IFU) states: the omnilink elite peripheral stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. In this case, the violation of the IFU does not appear to have contributed to the reported stent deployment issues.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for the lot. Factors that can contribute to the difficulty to deploy or stent movement include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, and procedural inflation technique, or loose connection with the indeflator. It should be noted the instructions for use (IFU) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions. In this case, the violation of the IFU does not appear to have contributed to the reported stent deployment issues. The investigation was unable to determine a conclusive cause for the reported difficult to deploy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mesenteric artery with normal anatomy. A 8.0 x 39 mm omnilink elite 35 stent delivery system (sds) was advanced; however, on attempting to deploy the stent, the balloon moved backwards and the stent did not expand. A smaller diameter balloon catheter was advanced to deploy the stent and a larger diameter balloon catheter was then used to appose the stent to the vessel wall. As the stent had moved slightly on deployment, another non-abbott stent was deployed in tandem to treat the remainder of the lesion. The patient was reported to be in good condition post procedure. No additional information was provided.